Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's dad reported via phone call that son's insulin pump was shutting down. The customer¿s blood glucose level was unknown. The customer also stated that the insulin pump was shutting off with no warning. The customer changed the battery but the issue was not resolved. The insulin pump will not be returned for analysis.